Event description:
The customer contact reported a nondelivery of the secondary line. The pump was returned to the pharmacy department with an unsigned note that stated, "the pump did not deliver piggyback as programmed, when the nurse returned to the room the piggyback was still full." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
H10: the device passed testing for delivery accuracy. This report represents all the info known by the reporter upon query by hospira personnel.